Event description:
It was reported that about four months post implant the patient was hospitalized for four days due to right ventricular (rv) lead dislodgement. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).